Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was experienced a fatal error. A technical support specialist (tss) confirmed that the error causes the user to be logged off the station. The station database (db) size was found to be 11gb. The tl attempted to shrink the db, but it would not reduce below 9gb. So, the tl suggested a full synchronization may be required. So, the tss informed the customer and attempted the full synchronization but encountered an error due to version mismatch between the station and the server. So, the tss initiated a purge process, but purge had been failing on the server. The purge selection also failed on the station. Then again did the db shrunk and purge was restarted. After shrink, db size was above 9.5gb, after that purge completion to further reduce db size. After that the station was operational. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had fatal error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.